Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination of the patient's right ventricular (rv) lead revealed signal artifact and insulation damage. The rv lead was capped and replaced on 4 (B)(6) 2023. The patient was stable throughout.